Event description:
Customer reported having a crack on the screen of the insulin pump and stated that the insulin pump was not working. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 197 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.